Event description:
Presenting egm: unable to determine if atrial sensing of a physiologic signal is accurate due to egm collection set up- does not include atrial lead signal for review. Atrial signal is void during detected non-sustained ventricular tachycardia episodes (see stored electrograms (egm) suspected undersensed signal versus signal in blanking. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).